Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use ot the right atrial (ra) lead, exactly once an hour for twenty seconds, noise was detected in atiral lead waveform and automatic mode switch was in effective. The adjustment of atrial sensitivity was performed to resolve the issue and the progress will be monitored. The device function was checked and it was considered that the oversensing of the electric current of lead refresh function once in an hour occurred as the sensitivity of ra lead was too sharp. The patient was reported to be in stable condition. The ra lead remains in use. No patient complications have been reported as a result of this event.